Manufacturer narrative:
The mayfield head holder adaptor was not returned and therefore no further investigation was possible for this incident in which the device (B)(4) was involved. A CAPA has been raised in our quality management system to determine the root cause of the mayfield head holder adaptor defect and in order to determine further actions. The internal CAPA reference is the following: (B)(4).

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the mayfield holder adaptor and not the rosa robot.

Event description:
During the maintenance of the device the medtech technician replaced the mayfield head holder adaptor.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the maintenance of the device the medtech technician replaced the mayfield head holder adaptor.